Event description:
The customer reports the device has a power plug with one of the connector wires shorting out the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has a power plug with one of the connector wires shorting out the battery. There was no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.